Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "the pt alleges failure of his hip prosthesis."